Event description:
As reported by the user facility ((B)(4)): deviating volume/ product: in accordance with customer: "pump (B)(4) - chemotherapy infused five hours ahead of schedule (installed (B)(6) to finish on (B)(6)).

Manufacturer narrative:
(B)(4). Result of examination performed by our sales organisation in (B)(4): the sample infusing for 24 hours without interruption. The sample did not present any fault and infusing continued as scheduled. The reported failure was not detected.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to our (B)(4) for investigation. A follow-up report will be provided when the examination results are available.